Manufacturer narrative:
The explanted device was reportedly disposed of by the facility. A review of the device history record revealed no anomalies.

Manufacturer narrative:
The recipient has reportedly recovered from the surgical procedure and is doing well. This is the final report.

Event description:
The recipient's electrode array was extruded during an ent procedure. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Advanced bionics is currently in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.